Event description:
It was reported that customer was hospitalized due to the insulin pump alarmed no delivery. Customer declined to do troubleshooting for no delivery due to this was past issue. Customer's blood glucose during hospitalization was unknown. Customer stated he was in the hospital for 3 days and was wearing the insulin pump during the hospitalization. Customer stated that he is not comfortable with the insulin pump and would like a replacement. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.